Manufacturer narrative:
Device has not been returned at this time, however analysis is not required. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection or sepsis. The device system has not been explanted yet. No additional adverse patient effects were reported.